Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition the device had connection difficulties was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the air pen motor did not perform as intended as the device had low power. The engine power measured on the test bench is lower the min value (30w). It was measured 15.57w. It was determined that the most probable cause for lack of power was due to lack of lubrication. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that before an unspecified surgical procedure, at the start of delivery, it was observed that the air pen drive device had connection difficulties with the handpiece and attachment. It was reported there was no patient involvement. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There were no patient or user injuries reported. It was not reported if there was medical intervention or prolonged hospitalization. It is unknown if the procedure was successfully completed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.